Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an bifurcated endoprosthesis implantation procedure. Reportedly, when the plunger was withdrawn, no suture was attached for two proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 21f and the implant procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Manufacturer narrative:
A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue as a needle to cuff miss was noted. Based on the information reviewed and vessel closure cause analysis, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.